Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Product was not returned for evaluation/repair. Photo samples provided were reviewed by radiologist. In the first image provided, tip of the PICC was found to be overlying the right atrium. Second radiograph image appears to be post-retraction of the PICC compared with the first image and the tip appears to be overlying the distal svc. Radiologist indicates PICC tip is too far/low. Full evaluation by radiologist is attached to attachments file. Complaint investigation and root cause determination could not be completed without physical evaluation of the unit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported the vascular access team have had intermittent occurrences of confirming piccs using ECG, & finding the catheters placed too deep on subsequent x-rays. It is possible this issue is with the sherlock equipment.